Event description:
It was reported by the patient that she underwent an obturator sling procedure on (B)(6) 2009. Within less than a year, the patient had urinary symptoms were worse than before and she began having other new problems. The patient experienced painful urination, an inability to completely empty her bladder, abdominal pain and underwent surgeries for two fistulas within 14 months of the mesh placement. She had no previous history of fistulas. The patient reported she has to run to the bathroom, has to concentrate to urinate or has complete urinary loss with no ability to hold it in. The patient had a large vaginal growth which was not able to be diagnosed by a physician. She has had numerous growths cultured with no bacterial growth. The patient experienced shooting pains within the vagina, which one physician attributed to possibly the mesh being tied too tight to the obturator muscles. The patient has blood in her urine. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).